Manufacturer narrative:
Patient age is unavailable by the site. The part was discarded at the site and will not be returning for analysis.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the health care professional (hcp) was going to reset the screws on the base when two screws broke off in the patient skull. The hcp was able to drill them out of the patient. There was less than an hour delay in the procedure. No impact on patient outcome.